Event description:
It was reported that the patient felt like he was not getting enough air. When the ventilator was removed from the patient, they noticed the ventilator did not alarm. The patient was placed on the back up ventilator. Later in the afternoon the original ventilator was placed back on the patient. When the ventilator was removed from the patient the second time, the ventilator had no audible or visual alarms. No patient harm reported.